Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 500 mg/dl at the time of incident and current blood glucose level was 510 mg/dl. Customer experienced symptoms such as feels nausea, tired, headache, lower back hurts and throat hurts to swallow. Customer did not report how they treated their high blood glucose levels. The insulin pump will not be returned for analysis.